Event description:
A healthcare worker experienced slight burning with whitening of the skin on her right hand after she reached into the unit and grabbed a bottle on the rim that was part of some respiratory equipment. She rinsed the contact area under running water for 5 minutes and did not seek medical attention. Symptoms resolved within 10-15 minutes. The cycle had completed at the time of the event and the vaporizer plate was in place.

Manufacturer narrative:
The vaporizer plate was reported as being in place. The unit was serviced subsequent to this event, finding unit to be within specification. The cause of this complaint is unknown. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under CAPA investigation. This event is being reported as a malfunction report due to the possibilities of user error, including failure to adhere to operator's manual or instructions for handling and maintenance of the vaporizer plate and/or to residual h2o2 on the load following a completed cycle.